Manufacturer narrative:
(B)(4): analysis of the tined lead found that the distal end was stretched. (B)(4)

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative, reported the tined lead was damaged/broken for an unknown reason. During the procedure, the lead was bent and could not be brought into the right position. The lead was never implanted and removed together with the introducer. It was replaced with a new lead and the issue was resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.